Manufacturer narrative:
A patient had an infection at the ipg and paddle lead site was reported to abbott. The patient underwent surgical intervention during which the ipg and lead were explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient had an infection at the ipg and paddle lead site. As a result, the patient underwent surgical intervention during which the ipg and lead were explanted.